Event description:
Event occurred during a teaching session. The trach change was started by mom. Teaching rt, rt respiratory therapist & rn were present. Mom was unable to get trach in, so rt downsized to 3.0 shiley with no difficulty. Rt was also able to place 3.5 bivona flex in trach stoma with min minimum bleeding. Pt slow to come up with sats saturations after trach change and was bagged for longer period of time. Patient was placed back on vent, and experienced increased wob work of breathing/retractions & desating. Crnp certified registered nurse pratictioner was @ at bedside; rate of o2 was increased on vent, but no change occurred, so vapo tx vaponephrine resp breathing treatment was given. Neo fellow/attending was also @ bedside. Ent ear, nose, and throat called and scoped trach @ bedside. Sm small white plastic piece found in airway and was removed by ent fellow. White plastic piece was noted to be off end of obturator from 3.5 bivona flex that was placed. Ent attending notified & and @ bedside. Once white piece was removed, aeration and work of breathing improved. Pt placed on vent until pt awoke. Pt tolerated scope/piece removal without problems. Mom @ bedside. Ent fellow rescoped patient again once patient was back on ventilator. This is a single use device that is sterilized and reused on the same pt; the company has come to the hospital and approved this process.we have seen this one other time last year.